Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had channel disconnect errors was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they were receiving many channels disconnect errors on the alaris syringe modules which impedes the use of bd alaris emr interoperability. This was reported to bd representatives during their site visit. There was no information on patient involvement.